Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous left circumflex artery. The 2.25x15mm trek balloon dilatation catheter (bdc) met resistance during advancement with the anatomy and once at the lesion during the first inflation the bdc ruptured at 8 atmospheres for 3 seconds. A non complaint balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.